Event description:
It was reported by the patient that he underwent total hip arthroplasty in 2007. At about 5 months post-op, patient began experiencing pain. A bone scan and MRI showed loosening of the cup and patient's surgeon has recommended a revision procedure which has not yet been scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008 as referenced above in h7 and h9. Should additional information become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed.